Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed that they could continue using the pump and to call back if the issue recurred, which they acknowledged and understood.